Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ purge issue - other has been completed. Data analysis: on the complaint date (B)(6) 2025, in the ¿case start¿ wizard ¿ step 3, although there was an epm reset, the pump connection was not recognized. The console was then displayed ¿connect grey connectors screen¿ which likely led the customer to claim that the ¿priming screen did not proceed.¿ there was no issue related to the purge system was found in the logs. The ¿case start¿ wizard was reinitiated, however, the pump recognition issue persisted even after the epm reset. Device analysis: this console was tested after arriving and it was able to recognize three different optical test pumps. Unable to reproduce the reported failure mode. Root cause: the pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon inserting the cassette and purge reservoir into the automated impella controller (aic), the priming screen did not advance. The components were removed and reinserted multiple times, but the issue persisted. The aic was exchanged and priming was completed without issue. There was no resulting patient harm as a result of this event.